Event description:
(B)(4). Pain in the outer areas of my abdomen. The device was implanted in (B)(6) 2012 and I've had random symptoms since then including: bloating and swollen ankles, sore joints and feet, cramping, headaches, and weight gain.

Event description:
(B)(4). I'm now facing a total laparoscopic hysterectomy, bilateral salpingectomy. My doctor feels that my uterus is inflamed.